Event description:
It was reported that post-device implant, an interrogation problem occurred and the device could not be interrogated. After two failed attempts, a third programmer was utilized, and the device was interrogated successfully. No patient consequences were reported.